Event description:
A customer in the united states reported an rt12 rotor breakage on their statspin vt centrifuge during centrifugation. The customer stated that all broken rotor parts were contained within the centrifuge. The customer indicated that samples were lost but did not report any affect to (veterinary) patients. There were no injuries associated with this event.

Manufacturer narrative:
The customer did not return the rotor. The customer was provided with a new rotor, which has resolved the issue. No further investigation may be carried out. (B)(4).